Event description:
Customer reported discordant assays results generated on advia centaur instrument. There was no report of adverse health consequences as a result of these discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results was due to the malfunction of the incubation ring. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.